Event description:
Following a peripheral and renal artery angiography, an angio-seal device was placed in a pt's groin. The pt had multiple high-sticks bilaterally. An angio-seal was attempted to be deployed on the right, however, the device reportedly did not deploy. On 5/13/1998 the pt presented to the hosp for an evacuation of a hematoma. However, at the time of the evacuation, the tamper tube was found to be within the subcutaneous tissue. There was no suture or anchor material located. The tamper tube was removed at that time. Follow-up with the site on 6/15/1998 confirms that the pt is without further sequelae.